Event description:
It was reported that this right atrial (ra) lead exhibited intermittent oversensing. The field representative called technical services (ts) and requested further review of the stored electrogram (egm). Upon review, the stored data showed the ra lead intermittently oversensing, with ts observing noise on the ra lead that appeared not to have been oversensed on the presenting egm. Ts discussed programming options with the field representative. The ra lead remains in service. No adverse patient effects were reported.